Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Reloaded software as a precautionary measure. System operates as intended.

Event description:
Customer reported, the system intermittently will not save images. No pt injury was reported.